Event description:
Adverse event(s): "patient outcome not affected" (no consequences or impact to patient). Product problem(s): "bed stops and/or powers off" (loss of power). A technician reports difficulties with the bed. The patient's flap was cut, but not lifted and the bed would not move. The laser had to be powered down and restarted in order to get the bed to move. There was a delay of about 3 minutes, then the patient's treatment was completed. The patient was being treated for near vision and exhibited a post-op ucva of j1. The surgeon had no concerns for this patient.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) was unable to duplicate the bed unexpectedly turning off or stopping during operation. The tm checked the proximity switches while getting on and off the bed and found no anomalies. While checking the bed interlock switch wiring, the tm determined that the wiring in the eyetracker illumination assembly was touching the bed interlock switches. The tm rerouted the wires, tested all functions of the bed, and completed a system verification per specifications. Conclusion: based on the results of the investigation, the root cause was determined to be the wiring in the eyetracker illumination assembly touching the bed interlock switches. (B)(4).